Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to lightheadedness. The development of cardiac tamponade was diagnosed and therefore drainage was performed. The removal of the atrial lead is planned for a future date. No further patient complications have been reported as a result of this event.